Event description:
The suspect device result was 46 mg/dl. A lab result was 22 mg/dl. No actions were taken other than running a lab glucose. The device was replaced and requested to be returned for evaluation.